Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in a good condition. Event log history was performed and indicated that no conclusive evidence existed in the event log to support the user's complaint. During analysis, the customer's reported concern regarding "calibration failed" could not be duplicated. Test results gave +0.90%, -1.86% and -1.18%, all within the internal test spec of +/-3% and well within the published customer specification of +/-6%. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed calibration test. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.